Event description:
This atrial lead was found to be dislodged during a (B)(6) 2011 procedure and was successfully repositioned. All records indicate that this lead remains actively implanted. Should add'l info become available, this report will be updated.